Event description:
It was reported that during a gastric sleeve, the device was test fired (no patient involvement). The device jammed during the test fire. It is unknown if the device deployed staples or cut during the test firing. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Ring closure, joint cover, articulation link, sled movement. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The articulation mechanism was noted to be damaged. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The joint cover was removed and one of the articulation link was found out of position and the ring closure damaged, making the device non functional. No further functional testing could be performed due to the condition of the device. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.